Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the initiation of treatment. Estimated blood loss was 225cc's. A new system was stung and the pt completed their treatment without further issue. There were no pt ill effects. The sample was discarded by the user facility; no sample is available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.